Event description:
The pk papyrus stent did not seal a type I perforation in the rca completely but slowed the leak significantly. According to the information from the hospital, the patient also experienced an acute thrombosis during procedure and was transferred to a CABG surgery, but both were not related to the device as it became apparent that stenting the patient may not have been safe for the severe left coronary disease, plus the syntax score was high. The patient is recovering.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the production documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The treating physician rated the occurrence as no device-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.